Event description:
It was reported that the ventilator failed the safety valve test during pre-use check. There was no patient involvement. Manufacturer' s ref. #: (B)(4).

Event description:
Manufacturer' s ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the safety valve test during pre-use check. Identification of issue has been done by analyzing problem description and related support case (ID 22669). The attached device¿s logs could not be opened. According to the information provided by the technician, more information was not available. The solution to the issue is unknown and it is not possible to know which parts have been found defective. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. There was no patient involvement. The root cause to the reported issue has not been determined. The correction of fields manufacture date and usage of device was required. This is based on the internal evaluation. Manufacture date: previous manufacture date: 12/01/2018. Corrected manufacture date: 11/21/2017. Usage of device: previous usage of device: unknown. Corrected usage of device: initial use.